Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approx a 7 yr, 5 month implant duration due to prophylactic removal of the pulmonary valve after 6 yrs implant (pt outgrew the valve).